Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced bleeding. The pump was malpositioned. The pump was explanted and the patient was in stable condition.

Manufacturer narrative:
Investigation summary: device in wrong position: clinical details report that the pump was inserted intentionally very deep down the rpa branch. The rep recommended adjusting position but the physician elected not to. They felt that the patient anatomy was a constraint. Product was not returned for investigation. Based on the clinical details provided, the cause of the device in wrong position was determined to most likely be patient condition related. Major bleed: clinical details report that the patient had lost 10 l of blood prior to impella insertion. The cause of the injury was not determined due to insufficient clinical details.